Event description:
It was reported that the device was explanted after an implant duration of zero days. On 03/30/2010, through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "we had considered a 28 mm ring but felt that with thickness of the leaflets, we did no want to risk mitral stenosis. We therefore placed a total of 12 nonpledgeted sutures circumferentially around the mitral annulus and passed them through this dacron of a 30 mm physio ring."

Manufacturer narrative:
(B) (4) sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. On 03/30/2010, through follow-up with the health-care provider via fax, additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.